Event description:
The manufacturer received information from a customer that a bipap a40 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. The bipap a40 device was returned and evaluated by a third party service center, and during the evaluation two ventilator inoperative error codes were found in the device's error log. The third party service technician recommends the printed circuit assembly (pca) board be replaced to resolve the issue. Additionally, a non-reportable serial flash file access error code was also found in the device's error log. No further investigation is required.